Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data: d8, h3. It has been over 5 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. The yellow substance was tested and it consisted of protein, fatty acid salt, and hydrocarbon compounds, and they did not contain any components of the ultrasound probe. Based on the results of the investigation, a definitive root cause could not be established. It is likely the following led to the malfunction: - fatty acid salts (calcium stearate) are components of surfactants and lubricants, and it was thought that they might have originated from those used in cleaning agents and other products. - hydrocarbon compounds might have turned yellow due to lubricating oil (components containing mineral oil and paraffin oil). The event can be detected/prevented by following the applicable chapters in the instructions for use which state: chapter 3 preparation, inspection and operation. 3.2 inspection. 2. Carefully run your fingertips over the entire length of the insertion tube. Inspect for any protrusions, bends, leakage of ultrasonic propagation fluid or other irregularities. Olympus will continue to monitor field performance for this device.

Event description:
No additional customer information.

Event description:
It was reported the ultrasonic probe was wiped after reprocessing and sterilization and the gauze had an unidentified yellow liquid. There was no patient involvement. There was no report the device was used in a procedure.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.